Manufacturer narrative:
(B)(4). During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As no product information was provided, validation of sterile certifications cannot be performed, therefore the reported device cannot be excluded as a possible source of the reported infection. Of note, the identified infectious organism, mrsa, is a common bacteria of the skin & nares (1 in 30 people or 1 in 20 healthcare workers) and is spread via direct contact with a person who has mrsa or contact with a surface contaminated by a person who has mrsa. Mrsa carriers can live with no symptoms for years and may never become infected. Mrsa can be found in healthcare facilities, schools, stores, homes, jobs, - anywhere there are people. As mrsa survives via undergoing aerobic respiration (needs oxygen) or anaerobic fermentation (requiring a host medium), it is unlikely that the sealed, sterilized devices caused or contributed to the infection. The infection resolved and devices remained implanted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00966. 0001822565-2021-01138.

Event description:
It was reported that the initial left total hip arthroplasty was performed on an unknown date approximately 14 years ago with a metal-on-metal construct. Subsequently, the patient was revised on an unknown date approximately 6 or 7 years later due to pseudotumor. Initially, only the head was exchanged for a large poly head. There was still corrosion occurring at the taper of the neck and body junction, so the patient underwent a second revision. After the second revision, the patient was diagnosed with a staph infection and underwent two incision and drainage procedures with placement of antibiotic beads. The patient was placed on long-term antibiotics for bacterial suppression. No further event information available at the time of this report.